Event description:
Caller states shortly after getting essure implanted in (B)(6) 2007, she has been experiencing a series of issues. Caller reports having an allergic reaction to nickel in the device, sinus headaches, skin rash, acne, debilitating menstrual cramps, blood clots the size of a silver dollar, weight gain, and metal odor. Caller also states possible correlation to a fibroid removed in her right breast two years after essure was implanted. Caller is now scheduled for a hysterectomy in (B)(6) to remove device.